Manufacturer narrative:
Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 3 years 1 months before it fractured, which was manufactured in may 2013 and has been used in an unknown number of surgeries. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasps in this complaint were manufactured before the design modification. Reported information states that the surgical technique was followed during use of this device. Root cause for the fracture of the device cannot be determined. From follow up it is quit clear that the product was not impacted by a hammer or any other heavy tool while insertion.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional fractured during the trialing process of a knee arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of follow up-1. Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 3 years 1 months before it fractured, which was manufactured in may 2013 and has been used in an unknown number of surgeries. Ps tibial articular surface provisional (tasp) top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasps in this complaint were manufactured before the design modification. Reported information states that the surgical technique was followed during use of this device. It is likely that the device fracture due to some design issue. From follow up it is quite clear that the product was not impacted by a hammer or any other heavy tool while insertion.